Manufacturer narrative:
A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all mfg specifications prior to release. The directions for use (1304458, rev. C) filled to the nominal volume, flow rate accuracy is +/- 15% of the labeled infusion rate when infusion is started 0-8 hrs after fill and delivering normal saline solution as the diluent at 88 degree f (31 degree c) against a back pressure of 40 cm of water. The typical flow curve for elastomeric pumps is provided in the directions for use (1304457, rev. E), included with the pump. The differences in measuring technique, time, and temperature may account for the slightly above specification infusion experienced. Rec'd one empty, used pump for eval and investigation. No visual discrepancies were noted. The pump was refilled with normal saline solution to the nominal fill volume of 270ml and a flow rate accuracy test was performed. The pump infused within specification. The complaint of a fast flow was not confirmed.

Event description:
Drug/diluent: ropivacaine 3.7mg/ml. Fill volume: 270ml. Flow rate: 2ml/hr. Procedure: unk. Cathplace: unk. Pumps are infusing too fast. One pt had 2 pumps. Left pump 21.5ml/52.75 hours; right pump 12.5ml/52.75 hours. Total 34ml/52.75 hours. No adverse event occurred. Date of event: (B)(6) 2010. Per dfu: nominal flow rate: 2ml/hr. Nominal fill volume: 270ml. Maximum fill volume: 335ml. The infusion delivery time is 135 hours when filled to nominal volume and flow rate.